Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial implantation, the central screw fractured during implantation. The procedure was continued as planned with no modifications. The piece remains within the patient but not harm was noted to the patient since retaining the broken piece. No other consequences were reported at the time. Attempts have been made and no further information has been provided.